Event description:
It was reported a patient with a 29mm 3300tfx aortic valve implanted nine (9) years, five (5) months, was evaluated for valve-in-valve procedure due to degeneration and stenosis. It was learned patient underwent failed attempt of tavr. Patient presented with shortness of breath. Tavr was successfully performed with a 26mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Added information to b2, b5, h6.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported a patient with a 29mm 3300tfx aortic valve implanted nine (9) years, five (5) months, was evaluated for valve-in-valve procedure due to degeneration. It was learned patient underwent failed attempt of tavr. Patient presented with shortness of breath. Procedure has been scheduled for future date.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm 3300tfx aortic valve implanted nine (9) years, five (5) months, is being evaluated for valve-in-valve procedure due to unknown reasons.